Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient experienced stimulation close to the implantable neurostimulator (ins) and in their arm. It was unknown if any environmental, external or patient factors contributed to the issue. The hcp tried to reprogram the ins to use bipolar stimulation. The patient experienced less stimulation close to the ins and in their arm, but the therapeutic effect for their parkinson's symptoms was not as good. It was unknown if the issue was resolved. No surgical intervention occurred and it was unknown if any was planned. The patient was alive with no injury. No further patient complications were anticipated. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the cause of the patient having stimulation in their arm and close to the implantable neurostimulator (ins) was probably due to nerves that were located close to the ins. It was unknown if palpating around the ins or the extension/lead connector elicited the sensation. Impedances were checked and found to be okay. The sensation did not change if the patient moved their head or changed positions. When the ins was turned off, the patient did not experience the sensation. A revision was done and the ins was explanted and replaced. After the replacement, the patient did not experience the sensation. The issue was resolved and patient was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported that the same implantable neurostimulator (ins) pocket was used with the new ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the cause of the patient having stimulation in their arm and close to the implantable neurostimulator (ins) was probably due to nerves that were located close to the ins. It was unknown if palpating around the ins or the extension/lead connector elicited the sensation. Impedances were checked and found to be okay. The sensation did not change if the patient moved their head or changed positions. When the ins was turned off, the patient did experience the sensation. A revision was done and the ins was explanted and replaced. After the replacement, the patient did not experience the sensation. The issue was resolved and patient was receiving effective therapy.